Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant. Visual evaluation of the as returned product identified fracture around the collar. DHR and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A definitive root cause could not be determined. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Event description:
It was reported that the implant fractured and was removed. Tooth site # 13.

Manufacturer narrative:
Zimvie complaint (B)(4).